Event description:
Device is used to cut and pack plaque. The cutting mechanism would not engage so the blades did not come out. New device opened and used successfully.product representative was made aware, do not know if and or when she notified manufacturer